Event description:
This is the second of two reports (same customer, same problem, similar products, different patients). The shunt twisted and kinked in between the valve and the reservoir so a lumbar-peritoneal (lp) shunt revision was performed. The physician had to untwist and unkink the connection between the reservoir and the valve and suture both back down in place. Additional clinical information has been requested.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.